Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ pain') in a 34-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal mass. Implants: mesh hernia ventralex st strap med circle 2.5in. Patient had fallopian tubes with mild vascular congestion. Concurrent conditions included breast operation since (B)(6) 2015, hernia repair since (B)(6) 2015, multiparous, uterine fibroids, abdominal pain, uterine enlargement, fibroids, uterine cervical squamous metaplasia, chronic cervicitis and leiomyoma nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2010. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2018: abnormal. Myocardial perfusion imaging is normal. The calculated ejection fraction is 58%.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Ultrasound scan - on (B)(6) 2018: uterus measuring 15.5 x 6.1 x 9.8 cm with three subserosal fibroids noted, the largest being 11.1 x 8.5 x 12.7 cm.. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Lot number were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ pain') and genital haemorrhage ('bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal mass. Implants: mesh hernia ventralex st strap med circle 2.5in patient had fallopian tubes with mild vascular congestion. Concurrent conditions included breast operation since (B)(6) 2015, hernia repair since (B)(6) 2015, multiparous, uterine fibroids, abdominal pain, uterine enlargement, fibroids, uterine cervical squamous metaplasia, chronic cervicitis and leiomyoma nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2010. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2018: abnormal. Myocardial perfusion imaging is normal. The calculated ejection fraction is 58%. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: uterus measuring 15.5 x 6.1 x 9.8 cm with three subserosal fibroids noted, the largest being 11.1 x 8.5 x 12.7 cm. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added :abdominal pain, bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ pain') in a 34-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal mass. Implants: mesh hernia ventralex st strap med circle 2.5in patient had fallopian tubes with mild vascular congestion. Concurrent conditions included breast operation since (B)(6) 2015, hernia repair since (B)(6) 2015, multiparous, uterine fibroids, abdominal pain, uterine enlargement, fibroids, uterine cervical squamous metaplasia, chronic cervicitis and leiomyoma nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2010. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2018: abnormal. Myocardial perfusion imaging is normal. The calculated ejection fraction is 58%.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: uterus measuring 15.5 x 6.1 x 9.8 cm with three subserosal fibroids noted, the largest being 11.1 x 8.5 x 12.7 cm. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal mass. Implants: mesh hernia ventralex st strap med circle 2.5in patient had fallopian tubes with mild vascular congestion. Concurrent conditions included breast operation since (B)(6) 2015, hernia repair since (B)(6) 2015, multiparous, uterine fibroids, abdominal pain, uterine enlargement, fibroids, uterine cervical squamous metaplasia, chronic cervicitis and leiomyoma. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2010. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2018: abnormal. Myocardial perfusion imaging is normal. The calculated ejection fraction is 58%. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: uterus measuring 15.5 x 6.1 x 9.8 cm with three subserosal fibroids noted, the largest being 11.1 x 8.5 x 12.7 cm. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and medical record received: events: vaginal bleeding, menorrhagia, mental anguish, depression added. Updated suspect drug indication. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Reporter causality comments were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.